Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to load a new cartridge as the cartridge would not fit or that there appeared to be something blocking the cartridge. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a cartridge. There was no impact to the customer's blood glucose level.